Manufacturer narrative:
A2 - age at time of event: below 18 years. E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A hypotube kink at 50.7cm distal to the distal end of the strain relief and a break at 52.9cm distal to the distal end of the strain relief were identified along the shaft of the device. No issues identified on the shaft polymer extrusion profile. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. All blades were fully bonded on the balloon and did not exhibit any signs of damage. An examination of the proximal and distal markerband identified no issues. No issues identified on the tip. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter shaft broke. A 80% stenosed target lesion was located in the radial artery. During the procedure, upon insertion, the delivery shaft was found to be fractured. The procedure was completed using another of the same device. No complications were reported and patient is stable post procedure.

Event description:
It was reported that the catheter shaft broke. A 80% stenosed target lesion was located in the radial artery. During the procedure, upon insertion, the delivery shaft was found to be fractured. The procedure was completed using another of the same device. No complications were reported and patient is stable post procedure.

Manufacturer narrative:
A2 - age at time of event: below 18 years e1 - initial reporter address 1: (B)(6).